Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0005 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported on july 2, a patient¿s indwelling peripherally intubated central venous catheter was found to have sand holes and leakage. Stop using it immediately. No other information provided.